Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display of roller pump turned off. The device was not changed out, as the perfusionist turned the pump off, then back on and the display recovered after the reboot. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. The customer reported this issue on the fourth occurrence in one month. No adverse consequences to the pts were reported.

Manufacturer narrative:
The system software logs were received on (B)(4) 2013 by the manufacturer for further eval.